Event description:
Draeger medical systems, inc. Has received information from a customer that during patient monitoring session, the patient made an asystolie and the monitor didn't alarm according to the statements of the customer. The nurse didn't know if she saw a red alarm on the delta monitors display screen, because she wasn't directly at the bedside. No patient injury reported.